Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, phenomenon 1 "the image disappeared during the angulation operation", phenomenon 2 "image error b30", and phenomenon 3 "image error e216" likely occurred due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or parts mounted on the electrical circuit board such as integrated circuit chips and capacitors were broken, which may have resulted in the subject event. The event can be detected/prevented by following the instructions for use which state: "instructions, operation manual, chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject events 1, 2 and 3 as below". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. During the evaluation it was found that due to damage on charge circuit device (ccd) unit, the image disappears during angulation in right/left directions and due to damage on ccd unit, errors e216 and error b30 (scope communication err) occurred. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the adhesive on the bending section cover had a chip; the venting connector of the light guide connector was deformed; switches 1,2 and 3 had discoloration; switch 3 and the video connector both had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the image from the endoeye flex deflectable videoscope would go on and off. The issue was discovered during an unknown procedure; however, it was reported that the intended procedure was completed using a similar device. The device was returned for evaluation. During the device evaluation, it was found that the tip image disappears when angled; a b30 (communication error) and an e216 (scope communication error). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.